Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy, incontinence and inflation issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device with a 4.0 cm cuff was removed and a new aus with a 3.5 cm cuff was implanted. The physician did not believe the previous cuff was of an incorrect size or in an incorrect location when it was implanted. It was indicated that the patient did not have a history of radiation therapy and that upon explant no air or holes were observed in the device. No additional information was reported.